Manufacturer narrative:
Phone : (B)(6). Device evaluation: the catalys machine laser was examined and tested at the customer location by an jjsv field service specialist.(fss). Engineer performed full system checklist. The system has been found in full j&j specifications. The system was verified for all modes of operations. The system met jjsv specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A review of the device history record (DHR) showed that there were no issues or nonconformance during manufacturing. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after a catalys laser treatment, a posterior capsule ruptured on the operative eye requiring a vitrectomy procedure. No further information available.